Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold and delamination on the valve. Leak test and microscopic analysis was performed which identified, total delamination on the valve (100%). Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/26/2011 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain.

Event description:
Patient called and reported that her right side implant is leaking and it is causing pain. Healthcare provider called and confirmed right side deflation. The device remains implanted.